Event description:
Mechanical advantage tourniquet (mat) was applied to a patient with stab wounds to his arm. The mat was reported by the user as being effectively applied, but after approx 5 minutes, the tourniquet broke or ceased to function as the user expected and an alternative tourniquet was used by the paramedic (cravat and pen) to prevent further blood loss.

Manufacturer narrative:
(B)(4).